Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and reservoir tube window. Unit received with minor scratches on lcd window. Unit received with broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is a display have crack and reservoir window has a crack.